Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that excessive condensation was found on the expiratory limb of an rt235 infant evaqua breathing circuit. This was found after three days of use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We are currently in the process of obtaining additional information from the hospital. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that excessive condensation was found on the expiratory limb of an rt235 infant evaqua breathing circuit. This was found after three days of use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory and expiratory heater wires were resistance tested and the returned circuit was performance tested. Results: the resistance test revealed that both the inspiratory and expiratory heater wires were within specification. No condensation was noted in the breathing circuit during the performance test. The hospital further reported that the condensation observed in the expiratory limb was water used by the hospital staff to wash a closed suction catheter. Conclusion: no fault was found with the returned rt235 infant evaqua breathing circuit. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected.